Event description:
The customer has reported that the doctor has been having problems with choppy and inadequate samples using the hhex and the mammotome control module. Request for entire mammotome system be evaluated for vacuum problems.